Event description:
It was reported that the ventilator had an issue with pressure transducer. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer during the pre-use check. Our field service engineer (fse) investigated the ventilator on site. During the inspection, it was discovered that the membrane on the expiratory cassette was incorrectly positioned. Fse solved the problem by adjusting and repositioning the membrane correctly. The ventilator is now suitable for use. The conclusion to the reported issue could be on of these factors, user error/service or maintenance error. However, the root cause as to why the membrane was out of position could not be determined by this investigation.

Event description:
Manufacturers ref: # (B)(4).